Event description:
The customer reported that the ventilator went vent inop and alarmed during use on a patient. The customer reported there was no patient harm. Review of the diagnostic log history noted an occurrence of a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Testing of the device was unable to duplicate the vent inop occurrence.